Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior resection procedure, the surgeon able to press the green button but unable to squeeze the handle and the device did not fire. 2nd reload was used however same issue occurred it still could not be fire. The third reload was used and able to be fired normally. There was no patient injury.